Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported not having therapeutic benefit since implant. The patient reported that the trial was successful with pain relief but the permanent device, he was not getting pain relief. The patient reported that he had met with a manufacturer¿s representative (rep) 4-5 times for reprogramming and that had not helped. The patient reported that he had not seen the healthcare provider (hcp) regarding the issue. The patient was advised to follow up with their hcp to discuss symptoms and to have the device checked. Additional information received from the consumer on (B)(6) 2017 reported that they had tried several different programs and nothing had helped. To resolve the lack of therapeutic effect the patient called a different programmer but the issue had not been resolved. The patient added that if they had known how hard it was to recharge the battery they don¿t think they would have been implanted. The patient stated there should be an easier way to recharge. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that ever since implant, it takes too long to charge and there has been a loss of pain relief since 2017. The patient reported that it doesn¿t work, and hasn¿t helped pretty much since day one. It hasn¿t helped literally since the day of the implant. It hasn¿t helped the patient¿s pain. The manufacturer representative kept trying different programs and they couldn¿t get anywhere and another manufacturer representative tried something else. The patient hasn¿t even had the thing on, but they keep it charged up and get full bars, but it still takes hours to charge it up. It has been a pain to charge it. The patient thinks that they got a bad battery. There were no further complications reported. Has been a pain to charge it. The patient thinks that they got a bad battery.